Event description:
A consumer reported that following intraocular lens (iol) implant surgery three years ago, she has not been able to see up close. She reported that before surgery, she was able to see clearly when reading. She had been given glasses but near vision is still poor. She reported she may need laser surgery as the cataract has reappeared in her eye. She now believes the wrong lens was used and the surgeon does not accept that she cannot see clearly. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. At the consumer's request, the surgeon was not contacted. (B)(4).